Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 612 mg/dl and a high ketone level; cause was unknown. In an attempt to treat bg prior to hospitalization, the customer delivered a correction bolus and administered a manual injection of insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, 11/16/2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.